Event description:
Procedure: duodenal tumor resection. Reportedly, the surgical case was completed without incident. The surgeon used the ligasure device, ethicon clip applier and ethicon sutures. The next day the surgeon claims the ligasure sites were leaking. The surgeon re-operated on the pt. A 1700 cc blood loss occurred. Pt experienced cardiac arrest 2 - 3 days following the procedure. Pt status is fine now.